Event description:
The customer reported less than one milliliter of fluid leaked inside the instrument on top of sample tube caps, at the stripper plate, while processing patient samples involving the coulter lh 780 hematology analyzer. The customer indicated the leak originated from a blood clot through the needle assembly. The customer stopped operation of the instrument and cleared the blood clot from the needle assembly and resolved the issue. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).